Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford for examination. The pt has retained the device.

Event description:
An alta nail broke and was revised. The surgeon suggested that the nail broke because the pt had a nonunion and refused exchange nail a few months prior to the breakage. This event did not cause any adverse consequences to the pt or surgical delays.